Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the final grasping, the mr was reduced from 4 to 1. The decision was made to deploy the clip; however during deployment (lock line and gripper line were still in the system) it was seen in echo that the mr increased. It was observed that the posterior clip arm had perforated the posterior mitral leaflet (pml). The decision was made to open the clip. The clip was able to be repositioned so that the clip grasped the perforated pml in that way that the perforation was fixed with the clip. The mr changed from before 4 to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.